Event description:
It was reported that approximately 6 years post implantation of a primary right total knee arthroplasty the patient was revised due to loosening. No additional information is available from the reporter.

Manufacturer narrative:
(B)(4). D10: 00595001506, cr flex pre fem sz e rt minus, lot 63956232; 00595203010, articular surface use with plate 3,4 size yellow/c-h 10 mm height, lot 64188225; 00597206529, all poly petella standard cemented size 29 mm diameter 8.0 mm thickness, lot 64224152. G2: event occurred in australia. The reported event of loosening was unable to be confirmed. Visual examination of the provided pictures identified the explants with foreign debris on the surfaces of the implants. However, as implants were not returned, no further evaluation could be performed. No medical records were provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.